Event description:
It was reported that the customer experienced a blood glucose (bg) level of 39 mg/dl. With trace ketones. Due to the bg level the customer lost consciousness and was transported to the emergency room and subsequently hospitalized. Customer was treated with intravenous fluids of saline and glucose. Customer experienced bruises on arm due to IV insertion during treatment. At the time of the report with tandem technical support, the customer was still admitted to the hospital with no known damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.